Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -03.50 diopter, from the patients eye. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -03.50 diopter, into the patients left eye (os) on (B)(6) 2022. The lens was explanted due to patient was dissatisfied with vision due to glare/haloes and the problem was resolved. Post-op, the status of the eye was normal. The cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
Additional informatiion: b5- " on (B)(6) 2022 the lens was explanted." Claim# (B)(4).